Event description:
It was reported that the distal dilator marker band from an ivc filter delivery system detached in the pt while the dilator was being withdrawn into the introducer sheath. The marker band was removed with a snare device. There was no pt injury reported.

Manufacturer narrative:
The lot was provided and the device history records are being reviewed. The device has been returned for eval. The investigation is currently underway.